Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00191, 00192. This event occurred in (B) (6).

Event description:
Allegedly revised due to unknown issues.

Manufacturer narrative:
Corrected data received 6/24/10:(B)(4) infection. Originally, there was no information given as the reason for revision. This is the same event as 1043534-2010-00191, 00192. This event occurred in (B)(6).

Event description:
Pt implanted with condylar plate and cortex screws for orif of right proximal femur. Pt complained of pain and x-rays showed a non-union with broken plate and five broken screws. The plate and two of the broken screws were removed and replaced. The three remaining broken screws were not removed. One of the three screws was noted as broken prior to this reported event. This is the 2nd of 6 reports submitted on this event.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Device used according to label indications.